Manufacturer narrative:
Tandem technical support followed up with the customer after approximately 40 minutes, and the customer indicated that bg levels were declining and currently down to 365mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (589mg/dl), and small amounts of ketones. Elevated bg levels were treated via insulin injections. Troubleshooting could not be performed, as the customer had changed out the insulin, cartridge/ set, and site prior to contacting tandem technical support. The customer was advised that they should contact tandem technical support prior to removing the infusion set/ site in order to allow for troubleshooting.